Event description:
The system was explanted and returned for analysis.

Manufacturer narrative:
Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no issues were found.

Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced wound dehiscence at the battery incision site. It was noted that the pocket incision was below the battery, which may have contributed to the wound dehiscence. The device was removed and the patient was given oral antibiotics. There have been no reports of further complications regarding this event.